Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, "microchip failure" was noted. The device could not be interrogated and telemetry could not be established and there were dashes (---) noted for parameters. Attempts to return to standard and download the software were unsuc- cessful.